Event description:
The user's hearing performance with the device was affected. The user sustained a blunt force trauma to his left ear on (B)(6) 2021. The user has been re-implanted on (B)(6) 2021. This report refers to 9710014-2021-00039. For further information please refer to this report.